Manufacturer narrative:
This event occured in (B)(6). The e601 analyzer with serial number (B)(4) related to this event was reported in medwatch with (B)(6). The e601 analyzer with serial number (B)(4) related to this event was reported in medwatch with (B)(6).

Manufacturer narrative:
New information was provided indicating the date provided should be (B)(6) 2012. New information was provided indicating the patient was hospitalized in ICU due to the initial discrepant result and the patient was absolutely healthy.

Manufacturer narrative:
No root cause could be determined with the information provided. The quality control results were within limits. Analyzer performance checks performed in december were within specification. Based upon information provided, it is possible the customer was centrifuging the sample at too low of a g-force.

Event description:
The customer received a questionable troponin I (tni) result on their e601 analyzer. The patient's initial tni result was 2.79 ng/ml. The repeat result was <0.100 ng/ml. It is unknown which result was considered correct. It is unknown if any results were reported out. It is unknown if the patient was adversely affected. The tni reagent lot number was 164347 and the expiration date was 09/29/2012. The customer thinks the issue might be due to the centrifugation of the sample. On (B)(6) 2011, it was suggested the customer extend centrifugation to 15 minutes for 2200g.